Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 4.0 x40, 40cm gladiator balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 4.0 x40, 40cm gladiator balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 12 mm in length and extended from a position 9 mm proximal of the distal markerband to 2 mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device identified a shaft kink 135mm distal from the distal end of the strain relief. A visual examination found no issues or damage to the markerbands of the device. This concludes the product analysis.